Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
Customer reported that when the v60 unit is turned on, runs short time and gets battery failure alarm. Customer reported that there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site on (B)(6) 2016. Fse verified customer reported complaint. Unit would not operate on back up battery. Fse replaced battery and unit would then run on back up when unplugged from ac. Fse performed final testing per service manual, unit passed all testing successfully. Fse checked the unit and found battery data fully charged with 16.15 volts but only 88% capacity. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.